Manufacturer narrative:
Evaluation results: customer report was confirmed. The catheter was returned with the stylet wire. The balloon latex and both distal and proximal windings have been pulled off the tip of the catheter tip and were not returned. The catheter od was found to be in spec. (0.053"+.005"/-.001") at 0.055" per. Drawing. The catheter length was also in spec. From tip to distal end of hub, at 15.80" with a spec. Of (15.70" +.25"/-.08"). The catheter tip area and winding cones were also measured. The winding area length, tip diameter, tip formed length, winding cone width and height were all found to be within specification per. Drawing rev. A product risk assessment was created.

Event description:
Detached balloon during use. It was used for thrombectomy of left below-knee artery. During procedure, the resistance was lost all the sudden. Customer removed the catheter and found out the balloon was completely detached from the catheter. It was reported that the detached balloon seemed to have remained in patient's body. Another country's affiliate reported on july 7th that the patient's left leg was amputated at the hip joint. A chronology of events was reported as follows: the month prior: the patient was admitted to the hospital in an emergency due to the acute arterial occlusion in the left lower extremity. A thrombectomy was performed on her own vessel from the distal of f-p bypass which was implanted two years ago. Clots of several centimeters were removed using a 120404f catheter. As the result, the color of skin became better. The previous month: expecting more improvement of blood flow in the left leg, using reported unit, additional thrombectomy was performed on more distal artery than the vessel where a thrombectomy was performed the day before. Customer inserted the returned unit few centimeters further in than where a thrombectomy was performed same day, then it was advanced more (about 10cm total). At this time, difficulty of catheter insertion was felt. Then removal of clots was tried. When the reported unit was removed because balloon rupture was felt during thrombectomy, the balloon was gone from the reported unit. The physician tried to remove the balloon and clots using 4 fr and 3fr fogarty art. Emb. Catheter, then fogarty thru-lumen emb. Catheter. However, the balloon and clots were not removed from the vessel. As the result, blood flow become worse than the before. Nine days later: the patient was still in the hospital. No improvement of blood flow was observed, and patient condition was still monitored. Comment by the medical engineer: difficulty of catheter insertion was observed, but the physician did not attempt too much. It is understandable that the balloon may rupture, but the balloon detachment was the event beyond expectation. If a sign of sepsis, etc. Appears, amputation of lower extremity will be considered.